Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *what tissue was being approximated or sutured when it broke? *procedure date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tendon repair procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device phe760 batch number, and no non-conformances were identified. It was received for analysis an empty opened overwrap, an empty opened labeled winding former, two needle-sutures pieces and two sutures pieces of product. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and present damaged and the ends isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The following information was requested, but unavailable: it was reported that the suture broke when sewing in tendon surgery. What tissue was being approximated or sutured when it broke? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.